Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow-up, the patient was experiencing dizziness. An intermittent loss of capture was observed on the right ventricular lead. The lead was explanted and replaced without complications.